Event description:
According to the reporter, during a bravo procedure, a bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and medical intervention was not necessary. A repeat procedure was performed. The patient was given an endoscopy prior to the procedure and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure, which may have caused the failure to attach. The site has been performing bravo for over five years. A medela pump was used as the vacuum source and lubricant was used on capsule to facilitate placement. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The capsule was not attached to the delivery system. The trocar needle was advanced and there were no signs of tissue or blood. The delivery system was not bent and the plunger was not broken. The emergency release was not implemented and the capsule electrodes were visually acceptable. The delivery system did not have any visible damage. As the product was received, it seemed that the device was functioning according to specification.